Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the pump touch screen was unresponsive. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided. Cause was not known. The customer declined to provide additional information regarding the issue. The customer continued to use the pump for insulin therapy.